Manufacturer narrative:
In the case description, the user mentioned that they received a bolus based on a carb entry of 50 g uncommanded. The controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the ios log files confirmed the delivery of a bolus based on a entry of 50 g of carbs. The engineering log files showed that the bolus button was pressed to open the bolus calculator. The logs show that the carb entry was modified twice, showing an initial entry of 20 g and the controller transitioning to the confirm bolus screen before going back and entering 50 g and transitioning to the confirm bolus screen. The logs show the total carb entry updating one digit at a time and each update being marked as a user interaction in each carb entry. A 3.3 u bolus was correctly calculated based on this carb entry and the confirm and start buttons were pressed to begin bolus delivery. The log files showed evidence of interaction with the controller to program and deliver the reported bolus. No evidence of an uncommanded bolus was observed in the available log files. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 2.0.2 cloud - operating system 18.3 cloud - hardware iphone17.1 cloud - cgm sensor type g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was report the patient received an unprogrammed bolus from their omnipod 5 system resulting in hypoglycemia and loss of consciousness. Glucose levels declined to 61 mg/dl. No medical treatment was required for the reported event. If additional information is received, a supplemental report will be submitted.